Event description:
Case reference number: (B)(4) is a spontaneous report sent on 15-sep-2025 by a physician concerning a 56-year-old caucasian/white female patient. The patient was healthy and denied any comorbidities or medication use. No information about history of allergies or prior filler treatments was provided. The hcp reported that patient had previously received some unspecified cosmetic treatments considering that silicone implants were detected in her lips, but the patient was unaware of having silicone in her face. She had previously undergone microfocused ultrasound along with fotona with the hcp. On (B)(6) 2023, the patient received treatment with 10 ml of sculptra (lot: 2j3203 and expiry date 30-jun-2025), 5 ml to each side of the temple and in the facial frame region posterior to the facial ligaments described by cotofana for the facelift using green needle for perforation and a 22g cannula, with an unknown injection technique. One vial of lyophilized sculptra powder was reconstituted with 8 ml of saline [sodium chloride] solution and 2 ml of xylestesin [lidocaine]. Sculptra was reconstituted with 8 ml of saline solution and 2 ml of xylestesin (intentional device misuse). This was the patient's first sculptra treatment. On (B)(6) 2024, the patient experienced visible, palpable nodule/nodulation/elevation (implant site nodule) in the bilateral temporal region, of moderate intensity. The nodules became increasingly visible and palpable over time. In 2024 (approximately one year prior to the report date), the patient returned to the clinic with complaints of elevation in the temporal region. On an unknown date, the patient underwent chest computed tomography, which showed no evidence of pulmonary inflammatory or infectious processes. Multiple laboratory investigations were also conducted, with results within normal limits. On (B)(6) 2025, the patient received treatment with sylfirmx 2 mm applied to the temple area (site of collagen biostimulator accumulation), targeting approximately a 2 mm area with 100 iu saline in the right temple, using a long needle and insulin syringe. On (B)(6) 2025, the patient received ultrasound-guided corticosteroid (ophtac) injection into the nodule. On (B)(6) 2025, the patient received 0.05 ml of ophtac injection with 0.95 ml of 0.9% of saline solution, administered 0.5 ml per side, under the ultrasound guidance for the nodules. On (B)(6) 2025, the patient was treated with 12 liftera (micro focused ultrasound) shots at 2 mm using the pen applicator in the right temporal region in the right nodule, combined with an injection of 1 ml of 0.9% saline solution. Only one injection and one session of the liftera performed. On (B)(6) 2025, the patient was treated with 0.2 ml of saline solution in the right temple using a long needle and insulin syringe, prior heating of the nodule with radiofrequency and followed by led therapy with red light. On (B)(6) 2025, the patient received led treatment in the right temple. On an unknown date in 2025, the patient underwent facial ultrasound to investigate the sculptra nodule and silicone implants were detected in her lips. The patient was not hospitalized due to the event. As of on (B)(6) 2025, the patient still has visible nodules and waiting for further treatment. The reporting physician assessed the causality of the event to the treatment as possible. Outcome at the time of the report: nodule/nodulation/elevation was not recovered/not resolved/ongoing sculptra was reconstituted with 8 ml of saline solution and 2 ml of xylestesin was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on (B)(6) 2025 from the same reporter. Case upgraded to serious. Event (intentional device misuse) added. Patient demographics, medical history, suspect device implant date, location, volume, needle type, lot number, expiry date, event verbatim, onset date, severity, reporter causality and corrective treatment details were updated. V.2 fu received on (B)(6) 2025 from the same reporter. Seriousness criteria of permanent damage added. Medical history, past treatment, suspect device location, lab test, and corrective treatment details were updated. V.3 batch record review investigations results were received on 24-oct-2025.

Manufacturer narrative:
Company comment: the serious event of nodule at implant site was considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure, and a more specific cause cannot be established based on the available information. Sculptra was intentionally misused with regards to reconstitution. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To date, three medical complaints, including this case, have been reported in association with this batch number. A batch record review was performed for the lot number. Sanofi confirmed that no quality issues were identified in the overall manufacturing process of the specified batch. The batch conformed with the cgmp and met the specification requirements. The information in this case does not indicate a non-conforming product or malfunction. Therefore, the performed investigations are considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Manufacturer narrative:
Company comment: the serious event of nodule at implant site was considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple interventions to prevent permanent damage. The potential root cause is the treatment procedure, and a more specific cause cannot be established based on the available information. Sculptra was intentionally misused with regards to reconstitution. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To date, three medical complaints, including this case, have been reported in association with this batch number. A batch record review will be requested to rule out the possibility of a non-confirming product. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 15-sep-2025 by a physician concerning a 56-year-old caucasian/white female patient. The patient was healthy and denied any comorbidities or medication use. Following an unspecified incident, the patient underwent a facial ultrasound, which revealed that the patient had a silicone implant in her lip, of which the patient was unaware. No information about history of allergies or prior filler treatments was provided. On (B)(6) 2023, the patient received treatment with 10 ml of sculptra (lot 2j3203, expiry date: 30-jun-2025), 5 ml to each side of the temple and facial frame region using green needle for perforation and a 22g cannula, with an unknown injection technique. One vial of lyophilized sculptra powder was reconstituted with 8 ml of saline [sodium chloride] solution and 2 ml of xylestesin [lidocaine]. Sculptra was reconstituted with 8 ml of saline solution and 2 ml of xylestesin (intentional device misuse). This was the patient's first sculptra treatment. On (B)(6) 2024, the patient experienced visible, palpable nodule/nodulation/elevation (implant site nodule) in the bilateral temporal region, of moderate intensity. The nodules became increasingly visible and palpable over time. In 2024 (approximately one year prior to the report date), the patient returned to the clinic with complaints of elevation in the temporal region. On an unknown date, the patient underwent chest computed tomography, which showed no evidence of pulmonary inflammatory or infectious processes. Multiple laboratory investigations were also conducted, with results within normal limits. On (B)(6) 2025, the patient received treatment with sylfirm x applied to the temple area (site of collagen biostimulator accumulation), targeting approximately a 2 mm area with 100 iu saline in the right temple, using a long needle and insulin syringe. On (B)(6) 2025, the patient received ultrasound-guided unspecified corticosteroid (ophtac) injection into the nodule. On (B)(6) 2025, the patient was treated with12 liftera injections in the right temporal region with saline injection. On (B)(6) 2025, the patient was treated with 20iu of saline in the right temple using a long needle and insulin syringe, along with red led treatment. On (B)(6) 2025, the patient received led treatment in the right temple. The patient was not hospitalized due to the event. The reporting physician assessed the causality of the event to the treatment as possible. Outcome at the time of the report: nodule/nodulation/elevation was not recovered/not resolved/ongoing sculptra was reconstituted with 8 ml of saline solution and 2 ml of xylestesin was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 01-oct-2025 from the same reporter. Case upgraded to serious. Event (intentional device misuse) added. Patient demographics, medical history, suspect device implant date, location, volume, needle type, lot number, expiry date, event verbatim, onset date, severity, reporter causality and corrective treatment details were updated.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 15-sep-2025 by a physician concerning a 56-year-old caucasian/white female patient. The patient was healthy and denied any comorbidities or medication use. No information about history of allergies or prior filler treatments was provided. The hcp reported that patient had previously received some unspecified cosmetic treatments considering that silicone implants were detected in her lips, but the patient was unaware of having silicone in her face. She had previously undergone microfocused ultrasound along with fotona with the hcp. On (B)(6) 2023, the patient received treatment with 10 ml of sculptra (lot 2j3203 and expiry date 30-jun-2025), 5 ml to each side of the temple and in the facial frame region posterior to the facial ligaments described by cotofana for the facelift using green needle for perforation and a 22g cannula, with an unknown injection technique. One vial of lyophilized sculptra powder was reconstituted with 8 ml of saline [sodium chloride] solution and 2 ml of xylestesin [lidocaine]. Sculptra was reconstituted with 8 ml of saline solution and 2 ml of xylestesin (intentional device misuse). This was the patient's first sculptra treatment. On (B)(6) 2024, the patient experienced visible, palpable nodule/nodulation/elevation (implant site nodule) in the bilateral temporal region, of moderate intensity. The nodules became increasingly visible and palpable over time. In 2024 (approximately one year prior to the report date), the patient returned to the clinic with complaints of elevation in the temporal region. On an unknown date, the patient underwent chest computed tomography, which showed no evidence of pulmonary inflammatory or infectious processes. Multiple laboratory investigations were also conducted, with results within normal limits. On (B)(6) 2025, the patient received treatment with sylfirmx 2 mm applied to the temple area (site of collagen biostimulator accumulation), targeting approximately a 2 mm area with 100 iu saline in the right temple, using a long needle and insulin syringe. On (B)(6) 2025, the patient received ultrasound-guided corticosteroid (ophtac) injection into the nodule. On (B)(6) 2025, the patient received 0.05 ml of ophtac injection with 0.95 ml of 0.9% of saline solution, administered 0.5 ml per side, under the ultrasound guidance for the nodules. On (B)(6) 2025, the patient was treated with 12 liftera (micro focused ultrasound) shots at 2 mm using the pen applicator in the right temporal region in the right nodule, combined with an injection of 1 ml of 0.9% saline solution. Only one injection and one session of the liftera performed. On (B)(6) 2025, the patient was treated with 0.2 ml of saline solution in the right temple using a long needle and insulin syringe, prior heating of the nodule with radiofrequency and followed by led therapy with red light. On (B)(6) 2025, the patient received led treatment in the right temple. On an unknown date in 2025, the patient underwent facial ultrasound to investigate the sculptra nodule and silicone implants were detected in her lips. The patient was not hospitalized due to the event. As of (B)(6) 2025, the patient still has visible nodules and waiting for further treatment. The reporting physician assessed the causality of the event to the treatment as possible. Outcome at the time of the report: nodule/nodulation/elevation was not recovered/not resolved/ongoing sculptra was reconstituted with 8 ml of saline solution and 2 ml of xylestesin was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 01-oct-2025 from the same reporter. Case upgraded to serious. Event (intentional device misuse) added. Patient demographics, medical history, suspect device implant date, location, volume, needle type, lot number, expiry date, event verbatim, onset date, severity, reporter causality and corrective treatment details were updated. V.2 fu received on 07-oct-2025 and 13-oct-2025 from the same reporter. Seriousness criteria of permanent damage added. Medical history, past treatment, suspect device location, lab test, and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious event of nodule at implant site was considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure, and a more specific cause cannot be established based on the available information. Sculptra was intentionally misused with regards to reconstitution. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To date, three medical complaints, including this case, have been reported in association with this batch number. A batch record review has been requested to rule out the possibility of a non-confirming product. The result of the investigation is currently pending. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.